Manufacturer narrative:
Manufacturer's investigation conclusion: the report of aortic valve thrombosis could not be confirmed through this evaluation. In addition, a specific cause for the reported events could not be conclusively determined. The account communicated that the patient had a heart failure visit on (B)(6) 2018 and complained of vomiting all morning. The patient also complained of anxiety over the recent diagnosis of aortic valve thrombosis. It was noted that that there were no changes to the patient¿s condition or anticoagulation that may have contributed to the thrombosis. Kidney-ureter-bladder found no acute findings. Labs were okay except for slightly elevated total bilirubin and alkaline phosphorus. The patient was discharged home in stable condition on (B)(6) 2018. It was noted that there was no further nausea or vomiting since admission, and no alarms were associated with this event. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that kidney, ureter and bladder (kub) x-ray was performed with no acute findings.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 for vomiting and anxiety over a recent diagnosis of aortic valve thrombosis. The vomiting subsided upon admission and no acute findings were noted by the account. No further information was provided. Additional information regarding the patient diagnosis has been requested.